Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of hospitalization for low blood glucose of 40 mg/dl and treated with an IV drip. Customer indicated that their blood glucose value was 64mg/dl at the time of the call. Customer also indicated that the pump may have delivered extra insulin. Troubleshooting advised customer to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.